Event description:
It was reported to kendall in 5/2001 that an emt had experienced a needlestick. The emt had used a 20g j&j IV catheter (approx 5/4" long) for IV start, placed used needle in sharps shuttle, and added other items. Sharps shuttle was "pretty full." Emt closed shuttle, picked shuttle up later, and sustained needlestick from IV needle sticking out of bottom tip of sharps shuttle.